Event description:
Customer reported while attempting to transfer reconstitution fluid into a supplement bottle; the tech stuck herself with the needle of the syringe. According to the customer, "the needle bounced on her finger." The needle pierced through the tech's glove and into the index finger of her left hand. The tech washed her hands with disinfectant and covered the needle-stick with a band-aid; no additional treatment was required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).